Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient had experienced significant trouble ever since the device was implanted and had not been doing well. The caller stated that the trial period went well and there were no issues during that time. After the surgery, the patient remained in the hospital for several days, and it was unclear whether the infection was related to the surgery. The caller mentioned that a CT scan was performed today, which revealed some fluid buildup around the device. The patient was redirected to their healthcare provider to further address the issue. The caller also mentioned speaking with the manufacturing representative (rep) three days ago, at which time it was recommended to leave the therapy off, and they were waiting to consult with the urologist regarding device removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.